Manufacturer narrative:
(B)(4).

Event description:
It was reported that in a vf episode of vf, inappropriate hv therapy delivered. Review of the egm revealed noise on the rv lead. The noise was reproducible in clinic. Programming changes were made. Lead revision was discussed with the patient, however due to terminal lung cancer the patient has declined all further treatment.